Event description:
Spontaneous. Pt reports cadd legacy pump serial number (B)(6) is not working properly. Pt reports that when they were using this pump, it made a weird noise [beeping several times] and showed error message "stop" on the screen. Pt then noticed the veletri was not infusing, so they switched to their back up pump and was able to successfully restart their IV veletri infusion. Pt reports that while the pump was not infusing veletri, they did notice that they were more out of breath, but since restarting the infusion they now feel fine and is using oxygen at home. Unk if md aware. Product lot number and expiration date were systematically retrieved from the dispensing system. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual device available to be returned for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.